Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2017 at 12am when a result of 107mg/dl was obtained using the subject device compared to a reading of 50mg/dl using another meter (unknown brand) within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes using an insulin pump and did not specify making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed experiencing symptoms of ¿shakiness and sweating¿ approximately 5 minutes after the alleged issue began and reportedly self-treated by consuming additional food and/or drink and stated that he felt better afterwards. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr walked the patient through a control solution test and the result (141mg/dl) fell outside of the expected range (102 to 138mg/dl). Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for returned test strips due to unknown storage and handling preventing the allegation from being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.